Event description:
It was reported during site visit that air in line alarmed for lipid infusions in which the air looked like "large gaps". It was also reported that even after passing through air in line sensor, the pump did not alarm. The tubing was then removed from patient and after completing inspection, it was observed that the tubing was having issue at the y-site. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex a and g codes.

Event description:
It was reported that a large gap of air in the line during lipid infusion has moved past the air-in-line sensor without triggering an alarm. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.